Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 108 mg/dl. The customer stated that the insulin pump alarmed compromised force sensor system and unable get out of the rewind loop prime rewind. The customer also reported that the insulin was squirting during manual prime process. The customer advised to monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. However unit alarmed compromised force sensor system during basic occlusion test due to force sensor resistor damage by moisture. Unable to perform prime/compromised force sensor system test, occlusion test or excessive no delivery test due to compromised force sensor system alarms. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with missing end cap sticker.